Manufacturer narrative:
Results: manual release cable.

Event description:
It was reported by service report that the cot will not raise up. It is unknown if there was patient involvement, however, no adverse consequences are reported.